Event description:
Information was received alleging a pump and catheter revision as the result of pump flipping. It was reported that the pump was anchored down at the initial implant, and that the cause of the pump flipping was unknown. The pump flipping resulted in a kinked catheter. This resulted in a lack of pain relief for the patient. During the revision surgery, the pump was re-anchored down.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. The cause of the pump flipping was reported to be unknown. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).